Event description:
A customer reported a malfunction with their insulin pump, displaying a specific error code. There was no adverse impact on the customer's blood glucose level. Technical support (cts) arranged for a replacement pump to be sent to the customer, who was already using an alternate form of insulin therapy to ensure continuous insulin delivery. The customer was instructed on how to prepare the faulty pump for return and acknowledged understanding the procedures for receiving the new pump. The customer later called to request a tracking number for the replacement pump shipment, and cts informed them of a temporary issue affecting tracking information. The customer understood and acknowledged the situation, with no further action required.